Manufacturer narrative:
No visual defects observed. Conclusion: the unit did not indicate any problems, the blister likely was from a reaction to the electrodes. The patient was given a set of hypoallergenic electrodes. Corrective action: none required, unit passed all specs.

Event description:
Patient reported a blister on the leg near the electrode placement site.